Manufacturer narrative:
Product event summary: data files were returned and analyzed which showed no issues for the date of the procedure. No indication of product malfunction and no products were returned to be analyzed. A clinical issue occurred during the procedure.

Event description:
It was reported that during a cryoablation procedure, the patient experienced phrenic nerve palsy (pnp). It was noted that the phrenic nerve injury had not resolved prior to discharge. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.